Event description:
It was reported that prior to a laparoscopic colectomy procedure, the tip of the device broke off into the instrument. Used another like device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.